Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from below 54 mg/dl to above 500 mg/dl. Bg value not provided. The customer declined to provide additional information regarding the issue.